Manufacturer narrative:
This report contains the supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Investigation summary: the device was received with clear gel. Red material was observed within the device and gel material was observed on the shell surface. During evaluation, an area of missing material within a crease was discovered on the anterior and extended to posterior aspect, measuring approximately 7.6 cm x6.8 cm. Rupture complaint was confirmed. At this time, it was not possible to determine the origin of the red material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The rupture was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. A complaint of capsular contracture was also reported. According to the information provided, pe concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed for the finished device number 5969379, and no non-conformances related to the reported complaint condition were identified. There is no evidence that the issue is related with manufacturing. Since mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old hispanic female patient underwent a primary breast augmentation with a 375cc mentor memorygel breast implant and experienced postoperative right-sided capsular contracture (grade unknown). A rupture was confirmed by a surgeon during a capsulectomy on the right-sided implant on (B)(6) 2019. As a result, the patient had explanted the implant on (B)(6) 2019.